Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2012: the patient was pre-operatively diagnosed with grade 1-2 l4-l5 spondylolisthesis and spondylolysis and underwent the following procedures: l4-l5 transforaminal lumbar inter body fusion. Pedicle screw and rod construct. Biomechanical intervertebral device. Bone morphogenic protein. Autograft obtained from the same incision. Gill laminectomy for removal of abnormal facets and pars defect in l4. Use of the operating microscope. As per op-notes, ¿the cage was packed with bone morphogenic protein soaked sponges and allowed to set for 15 minutes. It was rolled around some of the locally obtained bone. Locally obtained bone was then impacted into the contralateral aspect of the disc space. The bone morphogenic protein soaked sponge was then impacted into the disc space. The cage was loaded with locally obtained bone which was then impacted into the disc space in the midline.¿

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, post-op, patient suffered with extra bone growth, pain and walking difficulties. Patient reported that the doctor used a bone morphogenic protein ( rhbmp-2/acs) at l3-4. Surgery was performed in 2012. Patient stated that he has screws and rods in his back.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.